Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed the device was removed after sufficient time, but hemostasis was not achieved. Additional manual decompression was performed to complete the procedure. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
As reported, after deployment of a 5f mynxgrip vascular closure device (vcd) was completed the device was removed after sufficient time, but hemostasis was not achieved. Additional manual decompression was performed to complete the procedure. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant and the advancer tube were not returned for evaluation. Additional, crystallized saline was found in the connection tubing. No other anomalies were observed during this visual analysis. The inflation/deflation test could not be performed due to crystallized saline present in the connection tubing. Additionally, a simulated deployment test could not be conducted as the sealant was not returned. However, a shuttle displacement test was successfully performed. The shuttle cartridge advanced and retracted to the black handle without any issues. The reported event of ¿sealant failure to achieve hemostasis¿ was not observed through analysis of the returned device and due to the nature of the complaint. The device was returned fully deployed, with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Patient related events cannot be duplicated in the lab. As per the instructions for use (IFU) in step 3, remove device, apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with the thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. Slowly withdraw the balloon catheter through the advancer tube lumen, and if unusual resistance is felt, pull the advancer tube and catheter together. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to one minute, and if hemostasis is not achieved, apply additional compression as needed. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.